Event description:
It was reported that after receiving a replacement ilet pump, the user experienced frequent low glucose events, including a nocturnal drop to approximately 40 mg/dl after going to bed at approximately 160 mg/dl; the user reported that prior pump settings had been adjusted to a higher target range and, during the call, the target range was changed back to the previous setting with guidance. Symptoms included urgent low glucose and low glucose. Outcomes included self-treatment with oral glucose. Investigation included troubleshooting and education over the phone. Investigation of this case revealed that the cause of hypoglycemia was unclear, and no device malfunction was identified during troubleshooting. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.